Event description:
The event is reported as: the balloon is rupturing or deflating. The end-user is uncertain about the balloon rupturing or deflating. The patient was recovering from a successful suprapubic catheter insertion. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.